Event description:
There was a change in battery status (ifi ¿ no to eos ¿ yes) between two system diagnostic tests, which was likely due to exposure of the generator to electrocautery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that the patient has high lead impedance with an impedance value 10,000ohms. The device was left off since it had not been turned on at the time of implant and this was the first time the patient was seen since surgery. The patient has recently had two falls after implant, and wasn¿t clear if the falls were on the device. On (B)(6) 2013 the patient was seen again by a different physician and high impedance was again observed. X-rays were performed but they have not been received by the manufacturer. The patient was referred to the surgeon. Although surgery is likely, it has not occurred to date. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2013. It was reported that diagnostics were performed and showed high impedance (>= 10,000 ohms). It was reported that a new generator was placed on the existing lead and device diagnostics testing was within normal limits. A lead pin connection problem is suspected. The generator has not been received for analysis to date.

Manufacturer narrative:
Supplemental report #02 inadvertently did not include the diagnostic results from the date of surgery.

Event description:
On (B)(6) 2013 it was reported that chest x-rays had been performed but that only a copy of the report and not a copy of the actual x-ray images could be sent to the manufacturer. The x-ray report stated that the lead ¿ends blindly in the mid cervical region on the left, and the wire is crimped and coiled¿. Programming history from the date of implant only, (B)(6) 2013, was received for review. Four successful diagnostics tests were performed that day and the first and third one showed high impedance (impedance value >10,000ohms) but the second and last one showed results within normal limits of output=ok/lead impedance=ok/impedance value=1700ohms and output=ok/lead impedance=ok/impedance value=2829ohms respectively. Since the last diagnostics of the day showed results within normal limits it appears that the patient left surgery at an acceptable impedance value of 2829ohms. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
New information was received which changes the suspect device.